Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a replacement procedure for oversensing of noise, blood was observed in the header of this pacemaker. The pacemaker was kept in service with a new right ventricular (rv) lead and there were no adverse patient effects reported.